Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Rv lead damage was alleged but was unable to be confirmed. The rv lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.